Event description:
It was reported that during a study procedure involving a radiofrequency (rf) ablation catheter, the patient experienced complete heart block. Atrial flutter was able to be terminated during ablation with preceding tachycardia cycle length prolongation and a change in tricuspid valve annulus activation, and unidirectional but not bidirectional conduction confirmed by differential pacing. The cavotricuspid isthmus ablation was partially successful. The patient underwent an electrocardiogram, which showed clinically significant complete heart block. The adverse event resulted in a prolongation of an existing hospitalization and required the implantation of a micra pacemaker. The patient recovered and the event was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.